Manufacturer narrative:
Section a. Patient information. Patient identifier (B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated carbon dioxide (co2) results when processing on alinity c processing module. Sid (B)(6), co2 38.02, repeat 25.99, sid (B)(6), co2 38.13, repeat 26.64, sid (B)(6), co2 37.42, repeat 23.41. No impact to patient management was reported.

Event description:
The customer observed false elevated carbon dioxide (co2) results when processing on alinity c processing module. Sid (B)(6) co2 38.02, repeat 25.99 sid (B)(6) co2 38.13, repeat 26.64 sid (B)(6) co2 37.42, repeat 23.41. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the reviewed the module logs and inspected the module. Upon inspection the fsr found a gel-like substance on the nozzle, c4, #1, #4, #5 (rohs) and cleaned the part, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify an increase in complaint activity for both the alinity c system and associated part the nozzle, c4, #1, #4, #5 (rohs) with regards to the customer¿s issue. Device history review did not identify any non-conformances with the associated part nozzle, c4, #1, #4, #5 (rohs) with this complaint. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified.